Manufacturer narrative:
A ge service representative performed an on site investigation. The system fuses, gib, ffb, hvsr boards and ps1 connector were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The fe and customer reported that the system produced continuous exposure, and there was a communication failure. There was no uncommanded x-ray. There is no report of death or serious injury.